Event description:
Missing suture needle due to suture needle popped out of the stitch while still tying the suture. Another attempt to place another suture, adjacent to the prior one, the suture had pulled off the needle while the needle was partially in the wound.